Event description:
It was reported the capacitors lost power 12 seconds post low battery indicator. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board (pcb) was out of specification. Also, the ring cover, side bail covers, ring bail, side bails and battery drawer were missing. It was also noted that the upper and lower cases were broken, the battery release was broken, two case screws and ring cover screw were missing, the battery contacts were compressed and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board (pcb) was out of specification. Also, the ring cover, side bail covers, ring bail, side bails and battery drawer were missing. It was also noted that the upper and lower cases were broken, the battery release was broken, two case screws and ring cover screw were missing, the battery contacts were compressed and the keyboard was scratched. A detailed analysis was performed on the main pcb. This analysis found that a capacitor had low capacitance and this was the root cause of the unit shutting down prematurely after the battery was removed.